Event description:
It was reported that this right atrial (ra) lead was not able to be implanted as a physical damage was observed at the electrode end and at the lead body. The damage occured when the lead was being manipulated at the implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis was completed. The allegation stating that physical damage was observed at the electrode end and at the lead body was confirmed based on the observation of molded neck, torn apart at the tip region, likely due to handling damage. Continuity testing passed, indicating conductors are intact.

Manufacturer narrative:
The product has been received for analysis. If upon the completion of the device analysis any further information is provided, a supplemental report will be created.

Event description:
It was reported that this right atrial (ra) lead was not able to be implanted as a physical damage was observed at the electrode end and at the lead body. The damage occured when the lead was being manipulated at the implant procedure. No additional adverse patient effects were reported.